Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that trocar was with split ends, difficult to remove before the vitrectomy surgery. The completion details were unknown. There was no report of patient impact.

Manufacturer narrative:
Corrected details provided in h.11. The initial decision to report was incorrect resulting in the initial report being submitted in error. This event of trocar was with split ends, difficult to remove before the vitrectomy surgery is not considered to be a reportable malfunction as trocar was with split ends was referring to issue pertains to the cannula and not the blade, and it is not likely that a recurrence would result in serious injury. No further reports will be scheduled under mfg. Report num. 1644019-2025-00358. The manufacturer internal reference number is: (B)(4).